Event description:
It was reported that an x-ray revealed externalized conductors. The lead was capped and replaced. A partial lead was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned for analysis. The outer insulation was abraded as a result of friction to the ICD can. This damage is not related to the anomaly observed in the field. Without the return of the entire lead, a complete analysis could not be performed. Other: na.